Manufacturer narrative:
This serves as a correction report. (Test strip expiration date) was inadvertently omitted from the initial 30 day MDR and the MDR follow up #1 report. Test strip expiration date has been updated.

Event description:
Customer reported receiving a low reading on a adc blood glucose meter. Customer reported receiving a reading of 73 mg/dl which was lower than laboratory reading of 199 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The reported meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within range specification and no errors were observed during control solution testing. The reported reading was found in the meter's memory. In addition a device history record (DHR) review of the meter was requested. The DHR for meter serial number (B)(4) indicated the device was performing within its performance claims and met the manufacturer's quality specifications prior to its release. Since requested test strips were not received for investigation, retained test strip samples from the same lot reported by the customer (1704714) were tested with control solution instead. All results were within the range specification and no errors were observed. The complaint is not confirmed.

Event description:
Customer reported receiving a low reading on a adc blood glucose meter. Customer reported receiving a reading of 73 mg/dl which was lower than laboratory reading of 199 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.

Manufacturer narrative:
The product has been requested back for investigation. A follow- up report will be submitted once additional information is obtained. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported receiving a low reading on a adc blood glucose meter. Customer reported receiving a reading of 73 mg/dl which was lower than laboratory reading of 199 mg/dl. The results when plotted on a parkes error grid fell into the "c" zone showing the difference in values to be clinically significant. There was no death, serious injury or mistreatment associated with this event.